Event description:
Procedure: lobectomy of the left upper. Reportedly, when sealing the pulmonary artery with the instrument, no blood stanching could be effected. Because the bleeding was getting more and more intense, a clip was inserted at the pt side and the clip row was oversewn completely. Due to the loss of blood the pt was given blood preserves.